Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the information center ix stopped providing audio from the speaker. No patient harm was reported.